Event description:
A male with an 11cm aaa, underwent initial aaa repair in 2004. As of 2007, the aaa duplex looked fine. The pt came in with a ruptured aaa due to a type iii endoleak. The left iliac leg graft had dislodged. The following year, the physician bridged the area with another iliac leg graft. The pt subsequently required an evacuation of the hematoma, underwent a total colectomy and is now recovering. Recovery is expected to be prolonged but should happen in time.

Manufacturer narrative:
Each zenith is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically states inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. The IFU also emphasizes a minimum overlap of one full stent between the ipsilateral/contralateral iliac leg grafts and the main body. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to anatomical changes over time. However, the appropriate individuals have been notified and we will continue to monitor for similar events.